Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 17 malfunction events. 14 events were due to loss of osseointegration. (B)(4). 2 events involved fracture of the device or a component. (B)(4). 1 event was due to the device failing to osseointegrate. (B)(4). In 10 events, there was no device problem found during evaluation. In 2 events, a fracture of a device or device component was found during evaluation. In 2 events, a stress problem was identified during evaluation. In 5 events, no result was available because no evaluation could be performed. In all 17 events, these are known inherent risks of the procedure. In 2 events, the device failure was found to be related to the patient's condition.

Event description:
This report summarizes <noe> 17 </noe> malfunction events. This report summarizes 17 malfunction events in 2q 2020 where patients' experienced endosseous dental implant failure. Of these events there were: 1 event where infection occurred. 4 events where patients' experienced osteolysis. 4 events where inflammation occurred. 6 events where erosion occurred.